Manufacturer narrative:
Clot alarms were received on the initial run of this patient sample for other tests; there was no clot alarm for the hbsag ii test. Calibration and qc were acceptable. The customer has had no further issues. The event is consistent with instrument contamination or pre-analytical handling issues at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned a negative result for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas 6000 e 601 module. The initial result from the e601 module was 0.724 coi (negative). The sample was sent to an external laboratory where the result from an unknown method was positive. The actual result was not provided. The sample was repeated twice on the e601 module in question with results of 1.08 coi (positive) and 2.55 coi (positive). On (B)(6) 2022 the sample was repeated on the 601 module in question again with a result of 2.50 coi (positive). The questionable result was not reported outside of the laboratory. The hbsag ii reagent lot number was 55921501 with an expiration date of 30-apr-2022.